Manufacturer narrative:
This supplemental report is being submitted to correct the initial submission.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product is not expected to be returned.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. The patient experienced elevated blood glucose levels and ketones of 1.7.